Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the tube for the line filter was returned for evaluation. Functional testing was performed on the part and all results were in range. The part passed testing. The problem could not be duplicated. Evaluation codes: methods: 4109-historical data analysis, 10-testing of actual/suspected device, results: 142-biological contamination, conclusion code: 51-cause traced to maintenance. The most probable cause of the reported event was likely due to contamination of the tubing.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified while the issue and also performed a periodic maintenance (pm) on the instrument. Fse suspected that the instrument had contaminated tubing as the cause for the hemoglobin variance (hb-var) and replaced the tubing. The pm was completed and the instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and application states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Interpretation of results: the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 6 troubleshooting states: 211 peak pattern error indicates that peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis and wash solutions. The most probable cause of the reported event has not yet been determined. The investigation is in progress.

Event description:
A customer reported getting flag 40 after changing the column on the g8 instrument. The customer reported that they getting the flag on all samples that were put to prime the new column prior to running calibration. The customer stated that a new filter had been placed and the pressure was tested on the instrument. The customer stated that without the filter, the pressure was running between 0.13-0.17 mpa. The pressure with the right side of the column removed was 0.43-0.49 mpa. The pressure without the left side of the column was 8.8 mpa. The pressure with all parts in place was running at 8.8 mpa. The customer observed that the black ferrule and black screw were slightly loose. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.